Manufacturer narrative:
Additional information: one single-use device was received for evaluation. Visual inspection revealed that the spike was detached from the tubing. No other obvious damage was observed on the inlet tubing and spike. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 1 malfunction events. It was reported that a non-vented high-volume inlet leaked. This event occurred during set up. There was no patient involvement. No additional information is available.